Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology was broken. The following information was provided by the initial reporter, translated from spanish to english: the catheter broke during insertion. During the insertion of the device, when moving the catheter itself over the needle to cannulate it into the vein, without any other manipulation, a resistance was noticed and when the device was removed the plastic tube was broken.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-aug-2023. H.6. Investigation summary: our quality engineer inspected the 1 photo and 1 used sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample and photo showed that the needle had pierced through the catheter near the nose of the adapter. It is important to note that blood can also be seen on the catheter, denoting the sample was used. Bd could not determine the cause of the failure since the sample returned was used. If this failure occurred during the manufacturing process, there are systems in place to auto reject defective products. There is a possibility the defect could have occurred during use, but we cannot confirm that cause since we do not know how the product was exactly used. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology was broken. The following information was provided by the initial reporter, translated from spanish to english: the catheter broke during insertion. During the insertion of the device, when moving the catheter itself over the needle to cannulate it into the vein, without any other manipulation, a resistance was noticed and when the device was removed the plastic tube was broken.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.